Manufacturer narrative:
The insulin pump had display function properly. No restart or display anomaly noted. The insulin pump had unresponsive button due to flattened dome switch at up arrow button on keypad trace. The insulin pump was received with scratched on display window, cracked reservoir tubelip, cracked at battery tube threads, cracked at corner display window, missing end sticker and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 20 mg/dl. Troubleshooting was performed. The device was returned for analysis.